Event description:
The pt is reportedly experiencing intermittencies. Programming adjustments have been made and external equipment has been exchanged, however, this did not resolve the issue. Revision surgery is under consideration.